Event description:
A user facility reported that an intraocular lens (iol) was explanted. Additional info has been requested. It is unknown at this time whether or not the lens was removed during the initial procedure or explanted at a later date.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Add'l info was requested 08/06/2008 and 08/21/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 08/29/2008.